Event description:
Patient's legal counsel reported that patient underwent left total hip arthroplasty on (B)(6) 2009. Legal counsel for patient reports patient allegations of pain and the presence of fluid in the left hip joint. Subsequently, the patient was revised on (B)(6) 2012. Invoice history confirms the head was removed and replaced. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ this report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: ¿material sensitivity reactions.¿ and ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 1 of 2 MDR's filed for the same event (reference 1825034-2013-02990 & 2014-00318).

Event description:
Patient's legal counsel reported that patient underwent left total hip arthroplasty on (B)(6) 2009. Legal counsel for patient reports patient allegations of pain and the presence of fluid in the left hip joint. Subsequently, the patient was revised on (B)(6) 2012. Invoice history confirms the head was removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in the patient's medical records noted pain, swelling, popping and the presence of darker brown fluid, bone erosion and a pseudocapsule. The modular head was removed and replaced. The acetabular cup was removed and replaced with a competitor's component.